Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Lot # 7279718, medical device expiration date: 7/31/2018, manufacture date: 10/6/2017. Results: bd had received samples from your facility for investigation. The samples were evaluated and the indicated failure mode for overfilling with the incident lots was not observed. Draw testing was conducted on the returned samples, and all tubes drew within the required specifications. A review of the manufacturing records was completed for the incident lots and no issues were identified. Bd is reviewing specific areas in the manufacturing process relating to this issue. The investigation is still on-going and improvements will be made as the potential causes are identified. We are continually monitoring complaints received for this device and reported condition in order to identify any emerging trends. Conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfilling with the incident lot was not observed. Further investigation has been initiated through a CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified.

Event description:
It was reported that bd vacutainer® buffered sodium citrate blood collection tubes are overfilling. No serious injury or medical intervention reported.